Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had no urine output for two consecutive hours, and the foley catheter was found to be partially out of the patient with balloon deflated. It was also stated that the new foley catheter was inserted and urine came out was frank blood. The registered nurse tried to reinflate the old foley catheter's balloon, and it would not work. Also stated that they were unsure if the balloon ruptured inside the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had no urine output for two consecutive hours, and the foley catheter was found to be partially out of the patient with balloon deflated. It was also stated that the new foley catheter was inserted and urine came out was frank blood. The registered nurse tried to reinflate the old foley catheter's balloon, and it would not work. Also stated that they were unsure if the balloon ruptured inside the patient.